Manufacturer narrative:
Investigation results relayed to the sales rep via email. Root cause related to the uv curing process for the glue. Review of device history records found units released for distribution with no deviation or anomaly. A complaint history review was conducted, and a trend was identified for this part and lot combination. Trend was addressed in (B)(4). Inconclusive - root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an arthroscopy, the tube that goes around the pump rollers came out of the plastic housing that it is located in. This allows saline to leak onto the pump and the case must be stopped to change out the cassette. This could take 2 to 4 minutes.